Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported cord issue. The manufacturer¿s international service technician replaced the ac power cord to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the ac power cord was deteriorated. There was no patient involvement.